Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During procedure, the right ventricular (rv) lead exhibited poor sensing and high capture threshold despite multiple attempts of repositioning. The rv lead helix further exhibited an helix mechanism issue and was unable to be extended. The rv lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events were unacceptable threshold, unspecified sensing issue and helix mechanism issue. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. After cleaning blood/tissue from the helix and applying torque to the connector pin, the helix could be extended and retracted. The full helix extension length was measured within specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts.